Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she woke up with a blood glucose level in the 50 mg/dl range. Exact value at the time of the incident was not provided. Customer requested assistance with adjusting basal rates. Troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.